Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of the clinical log showed that the device was syncing correctly in multiple views (pads, lead I, ii, and iii). According to the operator's guide, users are instructed to verify clear and consistent sync markers. The operator followed these steps and achieved successful synchronization in lead I, resulting in a successful shock. The activity log and device check log showed no issues. The device underwent functional testing including stress and temperature chamber testing and no faults were found. The returned accessories also passed testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not sync on the r-wave. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.